Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting decreased pacing impedance measurements. The lead was removed from service during a revision procedure to replace the patient's non-functioning atrial lead. The rv lead sustained damage during the revision procedure. No adverse patient effects were reported.